Event description:
The customer reported to olympus, the evis exera ii video system center had no image. The issue was found during a diagnostic colonoscopy. The procedure was completed using the same device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. All video output signals and images were present and normal. Evaluation did find a corroded picture in picture (pip) connector and a damaged eject button on the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause could not be identified because the phenomenon was not reproduced according to the inspection results. Olympus will continue to monitor field performance for this device.